Event description:
It was reported that during an unknown procedure, the clips could not be fixed on the vessels. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Devices a, b and c were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. Device d was returned empty and locked out. In an attempt to replicate the reported incident, the device was reloaded with 30 new clips. Upon testing, the device was cycled, fed, and formed the clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.